Event description:
It is reported that the pt is experiencing a rattling noise and possible loosening.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown this device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.